Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported a poor communication screen approximately 2-3 weeks ago ((B)(6) 2016). The patient had changed out the batteries but could not connect/had no telemetry. It was noted the patient's antenna jack was pressed all the way into the patient programmer. Troubleshooting involved the patient confirming the antenna was secured and syncing with the implantable neurostimulator (ins) with no resolve. Further troubleshooting involved the patient unplugging the antenna, placing the patient programmer over the ins on the skin. She thought her stimulator was not working properly. It was noted she could feel a little stimulation if she sat really still. Her symptoms were also like before. She would go "to the bathroom, dribble some, wait 5 minutes, dribble a little more." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.